Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, prior to a low anterior resection procedure,the test with the device was no problem. However, when the surgeon grasped the bowel, the stapler fire blue signal did not work. The reload was changed and then the device worked properly. Patient information is confidential. No patient is injured and stable currently.

Manufacturer narrative:
Ftr#us201612-2044. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the staple cartridge noted that the reload had a full complement of staples. Functional evaluation noted that the reload loaded and fired without issue. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The file was concluded to be fired satisfactorily. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.